Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-00651. The pt received her scs system consisting of an ipg, two paddle leads, and extensions on (B)(6) 2008. It was reported on (B)(6) 2009 that the pt could no longer increase stimulation. A system impedance check revealed invalid electrode readings. An xray was taken which did not show any system problems. Both of the pt's leads were explanted and replaced on (B)(6) 2009. The explanted leads were returned to ans for eval. No further info is available.

Manufacturer narrative:
Device 2 of 2. Eval method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Outer tubing is damaged about 1 cm from stimulation end. Wires are broken and lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.